Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the heart lung console could not switch to back up battery power. The user observed the error message "battery back-up not available." The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not yet concluded.